Manufacturer narrative:
No add'l info at this time.

Event description:
It was reported that the collimation on the 7600 sys is too large. This was based on results from a state inspection. There was no report of pt injury.